Event description:
The customer reported that the x-ray image intermittently would not display on the screen. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation circuit boards were cleaned and reseated and the transformer was restrapped. The system was then found to be operating as intended.